Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 99 ventricular sensing integrity counts (sic); high rate-ns episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 988 ohms up from a trend in the 300-400 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days. (B)(4).

Event description:
It was reported that lead integrity alert (lia) was triggered. There was high impedance, oversensing and possible fracture on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.